Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was performed. The motor was found to be the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was alarming "last error code 1820" on power up or start up.